Event description:
Boston scientific received information that, during a routine follow-up, it was observed there were many stored ventricular fibrillation (vf) episodes and noisy signals on the right ventricular (rv) channel. No shocks were delivered due to the short duration of the episodes. It was suspected this rv lead was fractured. A revision procedure took place. A new rv lead was implanted along with an entirely new system. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was returned in two segments, severed 19.8 cm from the is-1 terminal pin. An extracting stylet was received, stuck in the distal lead segment. An x-ray was performed and revealed all wires of the rs- conductor coil were fractured. A cut was noted in the outer insulation, and the conductor coils in that area were damaged. The proximal side of the damaged conductor coils was not received. The lead was submitted to our corporate laboratory for additional analysis, to determine whether the conductor coils were fractured or had been cut. The fracture site was evaluated using backscattered electron (bse) imaging with a scanning electron microscope (sem). It was observed the wires had been cut with a tool and pulled, and were not fractured.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis revealed the rs coil was fractured approximately 30.8 cm, which originally likely located around 27 cm from is-1 pin, displaced due to stretch during explant. Damage possibly occurred in the region of suture sleeve tied-down. Further analysis being completed by (B)(4). Once analysis is complete, this report will be updated.